Event description:
It was reported that high impedance was observed through system diagnostics. It was also indicated clinic notes that the patient had his vns disabled because it "failed." The patient underwent replacement of their lead and generator due to high impedance. The suspect product was reportedly discarded post-operatively. No further relevant information has been received, to date.